Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and was able to duplicate that the iabp was not powering up and unable to calibrate transducers. To resolve the issue, the stm replaced main printed circuit board and backplane since the connector pulled away and was unable to make a secure connection . In addition, the optical switch harness was also replaced, then complete calibration, functional and safety checks were performed to factory specifications. Nevertheless, the stm also cycled the iabp for 24 hours on simulator before returning to customer for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was not powering up and error code #124 was found in the logs. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.